Manufacturer narrative:
We have received and evaluated the complaint device. When we injected liquid into the inflation lumen, we could not inflate the balloon as we experienced extreme resistance when pushing the plunger of the syringe. We were also unable to inject liquid into the irrigation lumen due to dried coagulated blood inside its lumen. We observed both ligatures were properly intact in its intended location and there was no any signs of balloon deformation. When we cut the catheter at multiple locations, we observed tacky, crystallized material in the inflation lumen. Based on our evaluation, it is possible that an extremely viscous dye was used for inflating the balloon at the hospital that may have occluded the inflation lumen. During our follow-up investigation, we learned that the balloon was inspected prior to use and it was found to be operational. Surgeon used a mixture of contrast dye and saline to inflate the balloon. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. As part of our manufacturing process, a 100% balloon and winding inspection are performed on the manufactured product. There was no harm to the patient as the result of this incident. Surgeon used another over-the-wire embolectomy catheter to complete the procedure.

Event description:
During embolectomy procedure, surgeon was not able to fully deflate the balloon of the lemaitre 5f plus over-the-wire embolectomy catheter. There was no harm to the patient as the result of this incident. Surgeon used another over-the-wire embolectomy catheter to complete the procedure.